Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) suddenly stopped working, resulting in urinary incontinence. The patient had an in-clinic evaluation, and it was determined that device revision was required. During surgery, a balloon hole that caused fluid leak was confirmed. The entire aus was removed and replaced. No patient complications were reported.